Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of pacing while in magnet mode, and oversensing, high impedances, and a loss of capture were also observed. The lead was suspected to be fractured, and was capped and replaced. During the procedure, while the physician was in the process of capping the lead, the physician noticed that the lead was coming loose, and continued to pull on the lead. A portion of the lead emerged and was extracted, and the remainder of the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.